Manufacturer narrative:
Additional information received indicated that there was no issue with this ins. No further regulatory reports will be submitted under this report number. Reference regulatory report # 3004209178-2019-01131 for the correct ins involved in this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient had a thoracic lead placed, he's been unable to urinate without catherization. The patient had a fall on (B)(6) 2019. Since the fall, the patient said his numbness started to come back. The pain is not as well controlled. Upon interrogation, 2 of the 3 programs were set to 0. Adaptive stimulation was reset for 2 of the 3 groups. Starting on (B)(6) 2019, the patient has needed to cath himself. Throughout the day following a fall, the patient has had random shocking incidents. Subsequently, the intensity was turned from around 5.6 to 3.6 (on his upright parameter). However, the upright mobile position was left around 5.6. While this decreased the intensity of the shocking sensation, it hasn't gone away since the fall. The mobile parameter was adjusted to the same intensity of upright to see if that helps. The patient also started hearing things clinking/moving around in the battery since the fall. Impedances were all normal. It was suggested the patient make an appointment with the surgeon for a possible x-ray and to take note of how often or in what position the shocks come. Intensity was recommended to increase the intensity to see if pain can be reduced back to where the patient had it. No further complications were reported.